Event description:
The bd autoshield duo insulin needle (lot 4008246, exp [redacted date]) malfunctioned and exploded on the pen, sending a spring and the red needle holder flying onto the floor. No patient or staff were harmed in the incident.